Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deployment issue and twisting were not confirmed. The reported kink was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with two proglide device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, both devices failed to deploy, sutures were twisted internally, and the devices were bent. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. A cutdown and a clinically significant delay in the procedure was reported with no additional information provided. There was no reported adverse patient sequela. No additional information was provided.